Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined. The device is not available to the manufacturer.

Event description:
It was reported that during the preparation for the procedure, the balloon catheter leaked contrast media. The physician replaced it with a third party balloon catheter and completed the procedure without clinical consequences to the patient.